Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected vitros intact pth (ipth) lot 1980 quality control (qc) results were obtained when using non-vitros biorad quality control (qc) fluid lot 88750 on a vitros xt 7600 integrated system. Vitros ipth lot 1980 biorad level 1 qc results of 85.6, 58.6, 60.7 and 58.6 pg/ml vs the expected result of 45.00 pg/ml. Vitros ipth lot 1980 biorad level 2 qc results of 3.4, 3.4, 1348.7, 971.9, 966.0, 973.8, 975.7, 1202.3, 1195.3, 1153.3, 1142.5, and 1169.6 pg/ml vs the expected result of 740.00 pg/ml. Vitros ipth lot 1980 biorad level 3 qc results of 2735.6, 1996.9, 2600.6, 2573.8, 2476.8, 2467.2, and 2532.0 pg/ml vs the expected result of 1530.00 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros ipth results were obtained when the customer was processing non-patient fluids. The customer made no indication that any patient sample results had been affected. There has been no allegation of harm as a result of these events. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros intact pth (ipth) lot 1980 quality control (qc) results were obtained when using non-vitros biorad quality control (qc) fluid lot 88750 on a vitros xt 7600 integrated system. The most likely assignable cause of the event is an instrument issue specific to the microwell subsystem. The customer obtained several condition codes specific to the microwell incubator, lift pins, and well wash. Following this, a tropi es within run within run precision test was performed and found to be outside of ortho acceptable guidelines, indicating that the vitros xt 7600 integrated system was not performing as expected at the time of the events. An ortho field engineer (fe) performed service actions on the vitros xt 7600 instrument that included replacing the pre and final well wash (ww) motors, the lift pin assembly, the linear motor and the probe arm for the final ww; and performed the irs calibration and ww adjustments. Following these service actions, vitros tropi es and vitros tsh within run precision tests were performed and the results obtained were within ortho acceptable guidelines, indicating the vitros xt 7600 integrated system was returned to expected performance. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 1980.